Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. Additionally, it was reported that the pump shut off unexpectedly. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 400 mg/dl.